Event description:
My permobil f3 caught fire while charging, melted the standard charging port. Now it can't be recharged, stranded in bed for a week because can't use the wheelchair, stranded in bed until they get the parts and can get a repair tech to come, laying in a bed for weeks will cause me pneumonia; it could have burned my house down with me in it causing death. Permobil f3 faulty charging equipment could have caused major bodily harm or death because it started on fire. FDA safety report ID # (B)(4).